Event description:
Healthcare professional reported the device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, a6, b5, d4, d6(b), h6.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "in the lower quadrant of the right breast...axillary lymph nodes of habitual aspect.", "breast enlargement with hardening", "implants with folds in the elastomer and alterations of contour", capsular contracture baker grade iii, and inflammation.

Event description:
Healthcare professional reported "in the lower quadrant of the right breast...axillary lymph nodes of habitual aspect.", "breast enlargement with hardening", "implants with folds in the elastomer and alterations of contour", capsular contracture baker grade iii, and inflammation. Device remains implanted.